Event description:
It was observed during the device inspection, that the colonovideoscope exhibited partial clogged nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, no physical damage was found at the location with foreign material and the foreign material couldn¿t be identified. Additionally, attempts were performed to obtain additional information including reprocessing steps, but no response was received from the customer. Therefore, we could not specify root cause of the foreign material remaining in the subject device. The suggested event is detectable and preventable by handling device in accordance with the following IFU: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.